Event description:
A surgeon reported that during an intraocular lens (iol) implant surgery, the lens shot out of the cartridge, causing a rupture of the capsular bag. The patient was transferred that same day to another eye clinic. An anterior vitrectomy was performed and suturing was required. The patient was treated with ophthalmic drops to constrict the pupil. No iol replacement was needed. The patient was released from the hospital the following day. In the surgeon's opinion, the device did not cause the event, and the reason for this incident could be the injector. The surgeon indicated the use of an unapproved viscoelastic during the procedure.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There were no other complaints reported in the lot. (B)(4).